Manufacturer narrative:
(B)(4)

Event description:
The event severity has been changed to "serious" from "non-serious" because the additional surgery was required for the event. The details of the revision surgery were reported that all implants were removed and the fixation range was reported to be l4-l5. As for the causal relationship to interspinous decompression device (i.e., "related"). The physician additionally commented that the interspinous decompression device-produced stress not the implant failure led to onset of spinous process fracture. The patient was withdrawn from pms on (B)(6) 2012 because the interspinous decompression device removal was required. The physician judged interspinous decompression device as ineffective in this patient.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l4-5 to treat lumbar spinal canal stenosis. It was reported that the right l5 lamina cracked during screw insertion. It was noted that the screw hole was too lateral and could have possibly caused the crack. The insertion angle was changed and the screw was inserted without problems. No additional patient complications were reported.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # h12b2477, expiration date 03-26-2020; # h12e2050 expiration date 06-14-2020. (B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.